Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. No motor error alarms noted. However, the insulin pump alarmed prime during prime test due to faulty force sensor. Motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm. Her blood glucose level was 133 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).